Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of hospitalization for a kidney infection and blood glucose of 54 to 254mg/dl. Customer indicated that their blood glucose has been fluctuating and treated with a bolus. Customer also indicated that the pump goes through batteries and has a very short battery life and the pump alarmed no delivery. Troubleshooting attempted to contact the customer multiple times to discuss issues and left voice mail messages.